Event description:
Terumo medical received a user facility medwatch report#: (B)(4). The medwatch event description stated that: "describe the event or problem: a patient with an alpha-gal allergy had a cardiac catheterization and post procedure the angio-seal vascular closure device was used. With an alpha-gal allergy, the consumption of mammalian meat will trigger an allergic reaction. The patient cannot receive collagen derived from mammals. The allergic symptoms can include itchy rash, nausea, vomiting, diarrhea, cough, difficulty breathing, drop in blood pressure. Once discharged, the patient began to look into the angio-seal components. The patient realized the angio-seal collagen is derived from bovine. The patient guide to the angio-seal a vascular closure device mentions small amount of collagen positioned on the outer wall of the artery (under physician instructions). The device will dissolve in 90 days. The patient went to hospital specializing in alpha-gal allergies for removal of the angio-seal. The patient had to have a femoral cutdown and the provider noted it was worst inflammation they had seen. When the patient contacted [redacted]-our facility, the angio-seal packing was reviewed, and it does not mention collagen on the package. The only mention of collagen is in the patient's guide. The medical team will not use the patient guide because it given to the patient discharge. The original intended procedure is the angio-seal would not have been used to close the vascular site. The packaging would have clear statement regarding collagen derived from bovine. Event date february 2026". Terumo medical corporation received the following reported information: there were no reported symptoms immediately. The patient notified them roughly two weeks later stating that she was having symptoms that had started after placement; however, were unaware of this until later. The patient was stable. The outcome of the cutdown was 6 cm reactive tissue removed with cutdown, and the angio-seal was removed. The blood loss was less than 150 ml.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: date unknown. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.